Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. Device testing was unable to reproduce the false air in line alarms. Service evaluation verified the constant false air in line alarms through review of the event history log. The cause was identified to be continuity on the ultrasonic sensor pins. The upstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance testing of a returned spectrum pump in baxter (B)(4), the device falsely displayed a false air in line message. There was no patient involvement. No additional information is available.